Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 712 mg/dl. The customer was treated with an intravenous drip. The insulin pump passed the self test.